Event description:
Subsequent information indicated that the patient was seen for a revision procedure where the device was explanted and the lv lead was surgically abandoned. It was also reported that the lv lead had displayed high thresholds. The device is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a local health care provider that the left ventricular (lv) lead displayed increased pace impedance measurements, greater than 2,000 ohms. The local health care provider inquired as to when trend windows in the device were complete as they could not see the most recent impedance value in the device. Boston scientific technical services discussed that the trend window had not ended yet so the value was not available to review. There were no adverse patient effects reported. The device and lv lead remains in service.